Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a bacterial infection occurred to the driveline and the patient was readmitted to the hospital from (B)(6) 2020. Antibiotics were given as treatment and the cause of infection was due to patient condition and complexities of medical management.

Manufacturer narrative:
Section d3, g1 - updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - lot number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d5 - operator of device: corrected. No further information was provided. The manufacturer is closing the file on this event.